Event description:
Customer returned the device for inspection and repair with complaint description of "flow problem identified during the endoscope disinfection cycle. The wash cycle stopped". There was no patient harm, no user injury reported due to the event. Device evaluation found an air/water problem was identified due to the clogging of the nozzle hose.

Manufacturer narrative:
The subject device was evaluated. Device evaluation, service repair noted a full technical evaluation was completed in accordance with the OEM ( original equipment manufacturer) specification. The air/water supply volume was inspected for an air and water flow issue. Indeed, neither air nor water at the output of this endoscope was observed due to a clogged nozzle. An air/water problem was identified due to the clogging of the nozzle hose. A solid material whose origin could not be identified was removed from the nozzle. The phenomenon could be confirmed. Furthermore, the following findings during device inspection were noted: -a-rubber glue is worn out. -c cover cap scratched. -one lg-rod lens found cracked. -scratches noted on the connecting tube outer surface (slightly). -universal cord unit has wrinkles (slightly). -switch 1 button wear and tear noted. -angulations are out of specification. -biopsy channel is worn: no malfunction reported however, coloring/scratch noticed inside the channel. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The legal manufacture could not identify the foreign material and specify the cause of the material lodged in the nozzle. Since the material could not be removed from the nozzle, the legal manufacture considered that the material was not removed even though the user reprocessed properly in accordance with instructions for use (IFU). The following is included in the IFU: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Clean the external surface". "Immerse the endoscope in the detergent solution." "Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." "Flush the air/water channel with detergent solution" olympus will continue to monitor field performance for this device.